Event description:
The user facility reported a 29-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella 5.5 pump was unable to advance through the patient's vasculature due to the vessel size and anatomy. After multiple unsuccessful attempts, the implant was aborted and an impella cp pump was placed through the axillary graft for patient support. There was no patient harm.

Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue - anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.